Manufacturer narrative:
Results of investigation: the avea user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to a corrupt bootloader.

Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). The carefusion factory service team evaluated the device and duplicated the blank screen issue when turning on the device. The factory service team replaced the control printed circuit board assembly and resolved the reported issue of the blank screen. The suspect control printed circuit board assembly will undergo further evaluation, in which once complete, a supplemental report will be submitted.

Event description:
The customer reported that during patient use the user interface module (uim) touchscreen went blank. The patient was switched to alternate ventilation. The unit was switched off and back on and an alarm sounded but the screen did not turn back on. There was no patient harm.